Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed granulation tissue at the abutment site. Subsequently, the tissue was removed (date not reported). The implanted device remains.